Manufacturer narrative:
Device evaluation, other: device evaluation not yet completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Results conclusions, a follow-up report will be submitted when the device evaluation has been completed.

Event description:
During an angioplasty procedure, the adapter ruptured while injecting contrast media.